Manufacturer narrative:
Received 1 coude tip catheter in open packaging. The reported event was unconfirmed. The exterior of the sample was visually examined and did not find anything to contribute to the reported event. Per the functional evaluation, the balloon was inflated with air while submerged in water and did not find any leakage. The drainage lumen was examined and did not find a blockage. The reported event was unable to be duplicated. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the catheter was leaking from an unknown source.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was leaking from an unknown source.